Manufacturer narrative:
Corrected therapy date for scs ipg in section d10.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's leads had migrated. Surgical intervention was undertaken on (B)(6) 2026 during which the existing leads were explanted and replaced.